Event description:
During the procedure on the pt's breast, the needle detached and was thought to have "fallen off the field." Towards the end of the procedure, the medical staff could not locate the detached needle. The pt was x-rayed and the needle was located in the pt's breast. As a result, the pt was moved back onto the operating table and the needle was removed.

Manufacturer narrative:
It is unk if the device involved in this incident was explanted as a result of the intervention described. The actual device involved in this incident was not available for eval. Another device from the same mfg lot was available and an eval was performed. The customer reported the event to an angiotech sales rep ("company rep") who in turn reported the event to the reading facility complaint function. One (1) sterile device from the same mfg lot was available for eval. Visual analysis and a needle pull/tensile test was performed. Visual analysis and the needle pull/tensile test performed were both acceptable (i.e., the device met specification). Angiotech reference.